Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone. On (B)(6) 2019, non- osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain. No further patient complications were reported.